Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient experience right sided device migration. This report relates to left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on december 21 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, grade iii. (B)(4)

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant and suffered a left-sided grade iii capsular contracture postoperatively. As a result, the patient underwent bilateral removal and replacement with two 475cc mentor memorygel breast implants (catalog number 3544751, s/n (B)(6) 4 [l] and (B)(4) [r]) on (B)(6) 2018. On 10/29/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional information, if received, will be submitted under this manufacturer¿s report number.